Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 51-year-old patient placed on impella cp for high-risk pci procedure. Patient decompensated post-procedure and sent to ICU. Escalation to impella 5.5 or ECMO not an option. Patient developed a gi bleed with tarry stool. Anticoagulants continued due to stents placed. Pump exchanged for another cp for unknown reason, however, patient continued to decompensate, and family withdrew care. Impella to be conservatively coded to major bleed and death, although most likely due to patients underlying critical condition.

Manufacturer narrative:
Ppae( major bleed): the root cause of the injury was not determined due to insufficient clinical details.